Manufacturer narrative:
The reported field event of the distal tip of the lead being severed from the lead body was confirmed in the laboratory. The lead was returned in two segments with the stylet stuck in both portions. Visual inspection noted that the ptfe coating of the stylet was stripped and bunched with the inner coil at the distal end of the connector pin, consistent with damage sustained during the surgical procedure. It is believed that this was the cause of the field event.

Event description:
New information noted that the left ventricular lead was explanted on an unknown date.

Event description:
It was reported that during the device upgrade procedure, the newly implanted right atrial lead exhibited low sensing. During the initial implant of the right atrial lead, all sensing and threshold measurements were normal. It was later during the procedure that the low sensing was observed. The lead was capped and replaced successfully. During the left ventricular lead implant the stylet had severed the distal tip of the lead body. The lead was capped and not replaced. The patient was stable post procedure.